Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, though it was reported that the procedure/event date happened over the past several months. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. FDA registration #: mw5090360.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, the clip was not firing correctly. The complainant noted that no harm occurred with a patient and that there was no adverse event. However, the complainant also provided conflicting information that the event report type was serious injury and the event outcome was required intervention. Boston scientific has been unable to obtain additional information regarding the event to date because no contact information was provided.